Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a right posterior descending coronary artery. Upon reinsertion and advancement of the 2.50x20mm trek rx balloon dilatation catheter through the guide catheter, resistance was noted due to anatomy and the shaft separated into two pieces while still remaining in the guide catheter. An unspecified non-abbott balloon was used to complete the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. The reported difficulty advancing the device could not be replicated in a testing environment as it was based on operational context. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported complaints appear to be related to operational context. There was no damage noted during preparation or during initial advancement of the device, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter interacted with the heavily calcified anatomy during advancement, resulting in the reported difficulty advancing the device. Upon further manipulation, during attempts to advance the device, as difficulty was encountered, the shaft likely kinked and separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.